Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. Prior to the onset of the peritonitis event, the patient was hospitalized for an unrelated event. On an unreported date, while hospitalized, the patient was diagnosed with peritonitis. The treatment included vancomycin (1000mg, intraperitoneally, for five days, frequency not reported) and ceftazidime (1000mg, ip, for five days, frequency not reported) for peritonitis. Sixteen days prior to the receipt of this report, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the peritonitis event. The pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The date of onset of the peritonitis event was on an unreported date in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.